Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there had been mis entered entries into the alaris system that were caught in time. There was patient involvement but no harm. The customer also requested for "stronger safeguards or interface changes" to help prevent programming errors. They also recommended to hide the "ml/hr" field when programming drugs in the "continuous/bolus" section. The customer added the following patient details on (B)(6) 2026. On (B)(6) 2026, a magnesium 20gm/500ml infusion was programmed as 2ml/hr (instead of 2gm/hr or 50ml/hr) in a post-partum patient resulting in underdose for 9.5 hours before error was caught. The rate was corrected as soon as it was caught, and no additional intervention was needed. The patient's preeclampsia resolved, and the magnesium infusion discontinued 15 hours after error was caught. The patient was admitted for inpatient maternal and fetal monitoring due to gestational hypertension.